Event description:
It was reported that the suture was stuck and surgery was performed. The target lesion was located in the liver-gall bladder vessel. A flexima apdl was selected for use. During withdrawal, approximately 6 inches of the suture string was stuck in the gall bladder and probably wrapped around some tissue. Since the suture was just sub cutaneous, surgery was then performed the next day to removed the remaining suture from the patient's body. Furthermore, forceps were used and tunneled under the skin and suture was pulled out successfully. The patient experienced anxiety but is doing fine. No further patient complications reported.